Manufacturer narrative:
The qc results were within acceptable limits. The reaction sample curves showed a delay in the initial reaction (0.22 mmol/l result) as it did not reach the endpoint of the reaction. The reaction kinetics of the control measurements and the curve of the repeated result (0.70 mmol/l) did reach the endpoint of the reaction. The alarm trace showed several "abnormal aspiration" and "foam detected" alarms on the day of the event. Based on the information provided, the malfunction is consistent with a pre-analytical error.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for 1 patient sample on cobas 8000 c 702 module. The initial result was 0.22 mmol/l and the repeated result was 0.70 mmol/l. The results were reported outside of the laboratory. The repeated result was believed to be correct. The reagent lot number was 48100301 with an expiration date of 28-feb-2022.